Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced an increase in auras and mild complex partial seizures at the beginning of 2012. It was noted that at that time the patient was switched from vimpat to depakote and since then was doing very well.

Event description:
It was reported on (B)(6) 2012, that a vns patient presented high lead impedance (specific test results not provided) when she saw her neurologist (date unknown) and the patient was scheduled to see the surgeon on (B)(6) 2012. Clinic notes were received on (B)(6) 2012, dated (B)(6) 2012 where it was discussed that the patient had several complex partial seizures in the month of march. The seizures were described as being relatively mild compared to the complex partial seizures the patient had prior to surgery but were more frequent than the patient's mild seizures following the temporal lobectomy. The patient also started noticing pain in the left side of her neck as well as a little knot under the skin in the area of the lead. These events were observed by the patient approximately 10 days prior to the office visit. Her device was interrogated and found to be programmed to 2.25/30/250/30/0.82.50/500/30. Systems diagnostics performed at that time revealed no problems and showed the battery had almost 100% remaining. The physician stated that the area around the knot is firm and suspects there is an issue with the lead even though diagnostics were okay. The physician wonders if perhaps the lead has become detached from the nerve and may need to be replaced. He stated that this would explain the increase in seizures. The patient was to be referred to the implanting surgeon for further evaluation. On (B)(6) 2012, additional clinic note were received this time from the surgeon's office dated (B)(6) 2012. The surgeon stated the patient's complaints were "shock-like" sensations and swelling or pain in the neck region. The patient showed a significant improvement of all the symptoms during the visit with the surgeon and did report the onset of an upper respiratory infection type symptoms. The patient denied any trauma, changes to her voice, or persistent recurrent shocking or pain. The patient's seizures are more refractory and occur around her period. A CT scan was performed and there was no evidence of lead discontinuity, fracture, or displacement from the implantation site. The surgeon stated that if the patient's seizure control continues to be poor with AED medication changes, he would explore the cervical region although he is not convinced it is necessary. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected data: new information received corrects the event from a malfunction to a serious injury.

Manufacturer narrative:
Date of birth, corrected data: the initial MDR inadvertently reported the patient¿s dob incorrectly. This report is being submitted to correct this information.